Manufacturer narrative:
(B)(4). Retainer ring ¿ black, pump was returned for alleged damage to the battery tube and lcd display on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads broken, cracked keypad overlay, cracked reservoir tube lip and minor scratches on lcd window. Damaged battery tube confirmed. Damaged lcd display confirmed. Tested ok.

Event description:
Information received by medtronic indicated that insulin pump had crack on battery compartment and on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.